Manufacturer narrative:
Other relevant device(s) are: product ID: 1845010, serial/lot #: (B)(4)/215899424, UDI#: (B)(4); product ID: 1845020, serial/lot #: (B)(4)/209213918, UDI#: 00643169296008 ; product ID: 1845010, serial/lot #: (B)(4)/215899425, UDI#: (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that during use of a drill with an attachment, the attachment was unstable. There was no known patient impact reported.

Manufacturer narrative:
For device s/n: (B)(4): analysis for the drill found that the requested phenomenon could not be confirmed, but it was confirmed that it was difficult to insert the bur. It was also confirmed that the handpiece may not work. Internal disassembly and cleaning of equipment. Parts such as motor assembly and bearings were replaced. The serial number has been changed from (B)(4) to (B)(4) by replacing the motor assembly. Final operation check was performed and confirmed that there were no abnormalities. Repair and inspection was completed. For device s/n: (B)(4) and s/n: (B)(4): analysis for the attachments found that the requested phenomenon could not be confirmed, but abnormal noise was confirmed during operation. The attachments will be returned as it is. For device s/n: (B)(4): analysis for the attachment found that the requested phenomenon could not be confirmed, but abnormal noise was confirmed during operation. Internal disassembly and cleaning of equipment. Parts such as bearings was replaced. Final operation check was performed and confirmed that there were no abnormalities. Repair and inspection was completed if information is provided in the future, a supplemental report will be issued.

Event description:
On follow-up, it was reported that there was no patient impact.